Manufacturer narrative:
(B)(4). Explant date is unknown. Approximate age of device: 5 days. The disposition of the device was not provided. Information regarding whether or not the pump was explanted and is available for evaluation has been requested, but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to an ischemic stroke. Additional information was requested, but none has been provided at this time.

Manufacturer narrative:
The pump will not be returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the onset of the stroke occurred on (B)(6) 2017. The patient could only move their left hand and was unable to move their right arm and bilateral legs. A head CT showed a large middle cerebral artery territory stroke with edema and midline shift. The patient was treated with hypertonic saline and mannitol. On (B)(6) 2017, a hemicraniectomy was performed. However, the patient¿s pupils were unequal and a follow up head CT showed worsening edema, worsening midline shift and uncal herniation. A decision was then made to withdraw support on (B)(6) 2017.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke and neurologic dysfunction as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.